Event description:
An intervention was performed in which a paramountmini balloon asymmetrically "dog-boned" during inflation of the stent. This misaligned the stent and the stent was left a touch farther in the aorta than planned. This was a bilateral intervention but, only one side was observed with the asymmetric inflation. No injury or adverse reaction to the pt.